Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is not confirmed. Visual examination of the provided videos identified the patient lifting heavy weights after the noted revision. However, no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional regarding the revision in the separate linked complaint. Medical records were not provided for the revision accounted for in this complaint. The videos provided of the patient performing heavy weightlifting were from on two specific days. Unable to determine at this time if the patient performed heavy weightlifting prior to revision. Therefore, a definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): -115370(271640). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total shoulder arthroplasty followed by a revision on approximately 6 years post-implantation due to pain. Subsequently, reported an unknown implant fractured and underwent a second revision approximately 7 years posterior. The bearing and humeral tray were revised and no additional information has been provided.